Manufacturer narrative:
(B)(4). The pump was tested three times for volumetric accuracy with a rate 250ml/hr and 25ml and the results were all within specification: 1st test: 5 minutes 58 seconds or 101% of expected accuracy; 2nd test: 5 minutes 59 seconds or 101% of expected accuracy; 3rd test: 5 minutes 59 seconds or 101% of expected accuracy. Attempts to contact the facility reporter have not been successful at this time. Without the actual date of the event and/or the infusion parameters, further eval was not possible. Based on the results of the investigation, the pump operated as intended. All available info has been forwarded to the device manufacturer. If additional pertinent info becomes available, a follow up report will be submitted.

Event description:
(B)(4)